Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the subject device experienced emergency light flashing. This issue occurred during set up. There were no reports of patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated field: d8, h2, h3, h6, h11. The device was returned to olympus for inspection, and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: e207 error (failure of the clv emergency lamp) occurred, failure of the emergency lamp, aperture blades cannot fall with self-weight a definitive root cause could not be identified. Based on the results of the investigation, it is likely the most probable cause traced due to a component failure due to failure of the emergency lamp. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.